Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing, low amplitude and high pacing thresholds on the right ventricular channel. Troubleshooting options and further evaluation of the patient was discussed. This device remains in service. No adverse patient effects were reported.